Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got critical pump error. Customer blood glucose reading was 114 mg/dl. Troubleshoot was performed. Customer reports they received the open book image on the pump screen. Customer stated the insulin pump has crack on the side of the pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.